Event description:
It was reported that during use, the battery died in approximately 5 minutes. Second battery died after approximately 10 minutes. Customer also reported that the batteries were test cycled every month.

Manufacturer narrative:
Zoll medical corporation has not yet received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed.